Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultramini meter read inaccurately high. The medical surveillance specialist (mss) spoke with the patient on (B)(6) 2012 and obtained the following information. The patient tests 10x daily and her blood glucose usually reads between "100-150 mg/dl." The patient manages her diabetes with an insulin pump (apidra). The alleged issue began on (B)(6) 2012 at 8pm. Prior to the alleged issue, the patient claims she was not feeling well. She reportedly felt tired and "didn't feel like herself" which prompted her to test. The patient obtained a blood glucose result of "115 mg/dl" with the subject meter. The patient denied making changes to her usual diabetes management routine; however, reportedly felt her symptoms got worse. About 5-10 minutes later, the patient claims she began to perspire and was "mentally gone." Emergency medical services (ems) was contacted and had arrived a little over 30 minutes later. The patient obtained a blood glucose result of "42 mg/dl" with the ems meter and was administered intravenous (IV) glucose as treatment. At the time of troubleshooting, the customer care advocate (cca) noted the subject meter was set to the correct unit of measurement and an approved sample site was used for testing. The patient did not have control solution to perform quality control testing. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
The meter involved with this complaint has been returned but not yet evaluated by lifescan product analysis. Lfs will evaluate it and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4): the meter passed testing with no faults found. The meter was found to function properly. Retained test strips also passed testing with no faults found.lifescan (lfs) has requested the return of the test strips for evaluation. If the test strips are returned lfs will evaluate them and inform FDA of those findings in a supplemental report. At this time, lifescan considers this matter closed.